Manufacturer narrative:
The initial submission of this event was reported by the manufacturer under MFR. Report # 2916596-2017-03006. This report is being submitted as additional information. Approximate age of device ¿ 1 year and 5 months. Manufacturer's investigation conclusion: the reported event of pump stops due to depleted batteries was confirmed through an evaluation of the submitted system controller log file. The patient remains ongoing on heartmate ii lvas, serial number (B)(4). No product was available for evaluation. The heartmate ii lvas IFU and patient handbook contain information on all system alarms, including the low battery and no external power alarms, and provides guidance on how to troubleshoot the system and resolve each alarm. These documents also provide instructions on how to monitor the battery charge level, exchange batteries, and exchange power sources. The IFU and patient handbooks explain that patient should sleep or plan to sleep only when connected to the power module as the low battery alarms may not awaken the patient before the batteries are depleted. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient fell asleep while the lvad was connected to batteries and the pump stopped after the batteries and the system controller backup battery depleted. The patient woke-up and changed the batteries and the pump restarted. The patient then went to the clinic and the system controller backup battery was exchanged. The patient was asymptomatic during the event. The submitted log file was reviewed by technical services representative and it confirmed pump stoppage due to power source depletion.